Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded. User facility completed a med-watch form number (B)(4).

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a PICC. The customer reported that the PICC line was in the right saphenous and it was noted to have lipids leaking under the tegaderm. The dressing was taken down and there was a noted leak in the catheter a few centimeters under the purple hub. The catheter was removed and there was no further adverse outcome.